Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of 131 ohms. It was also noted that the pacing impedance measurement has slightly increased to 800 ohms. Boston scientific technical services (ts) was contacted and since all sensing measurements were normal it was decided that they would continue to monitor the patient. The crt-d and rv lead remain in service. No adverse patient effects were reported.